Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon during a pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation of the returned sample noted one opened, unused silicone catheter present with no visual defects. The active length of the balloon was 0.8030", which met the specification of 0.6"-0.9". The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), and resistance was encountered, so the balloon could not fully inflate. After the balloon was cut away, the inflation notch was observed to be incompletely perforated. Incomplete inflation notch perforations are considered out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿method for use: do not reuse. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will. Occur, and that inability of balloon to deflate may make removal of the catheter difficult. Aggressive traction, particularly in the presence of tape or suturing, is not recommended for 100% silicone foley catheters. Applicable patients: patients with a past history of allergic hypersensitivity to povidone-iodine or iodine."

Event description:
It was reported that it was difficult to inflate the balloon during a pretest.